Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips were splitting. The clips did not fall into the pt. A new applier was introduced to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged. No conclusion could be reached as to how the damage to the jaws occurred. As the instrument was returned empty and locked out, further functional testing could not be performed. If the jaws are closed over a hard object, the jaws cam become damaged and will not form the clips properly. Each instrument is evalauted during the assembly process to ensure the clips feed and form properly. Co strivesto understand each incident as it occurs in order to continuoulsy improve the products.